Event description:
63 year old male patient was diagnosed with prostate cancer in 1983. He underwent radical retropublic prostatectomy and later had the inflatable penile prosthesis (ipp) inserted six (6) years ago. Malfuncitoning of the ipp required revision surgery to remove and replace the original ipp. During the revision surgery procedure, the physician noted that the right cylinder was leaking just beyond the tubing attachment point.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, mechanical problem, other. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.